Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that the pacemaker dependent patient presented to the clinic with noise on the right ventricular (rv) and shock channels leading to non-sustained ventricular tachycardia (vt) episodes. It was noted that the noise was oversensed and lead to pacing inhibition with five to six seconds of asystole. A lead revision procedure occurred four days later. During the revision procedure the noise was unable to be reproduced. Upon opening the pocket lead connections were tested and found to be secure. No fluids were noted in the header of the device. The field representative noted that the lead integrity also appeared to be good including connector pins, lead body and lead impedance measurements. The field representative discussed the situation with boston scientific technical services (ts). Ts recommended replacement of both the lead and device. Subsequently the rv lead and device were explanted and new products were implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the proximal leg severed at 7 cm from the terminal pin. A stylet was returned fully inserted in lead and was removed with slight resistance due to minor twist on lead body, which was attributed to induced damage during the explant procedure. Dried body fluid and blood were noted throughout lead lumen, which likely entered through several cuts in the insulation at 16 cm from is-1 pin. Dried blood was also noted at the opening of the is-1 pin. Two sets of set screw marks were noted on both df-1 pins; all located in the middle section of the pin, which suggest full lead insertion. Two sets of set screw marks were noted on is-1 pin, one in the middle section, the other has a full mark but toward the front edge of the pin. Since this is a spring connection header, set screw mark toward the edge of the terminal pin may suggest a partial insertion into header, thus, proper springs contact with the terminal ring might not have achieved. Analysis was unable to determine if there was a connection issue as it is unknown which set of set screw marks occurred during the revision procedure. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact.